Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the site of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube or shaft polymer extrusion of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 09mar2021. It was reported that the crossing difficulties occurred. The target lesion was located in the right posterolateral segment. A 15mmx3.50mm wolverine coronary cutting balloon was introduced but was unable to cross the lesion. The device was removed and the procedure completed with a different device. No patient complications reported and the patient was in good condition post procedure. However, device analysis revealed a balloon pinhole.